Event description:
The caller reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump, although the pump did not shut down due to this issue. There was a specific report that the customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support decided to replace the pump, confirmed the shipping address for the replacement, and instructed the caller to return the malfunctioning pump. The caller was knowledgeable about placing the pump into storage mode and agreed to return the damaged pump using a pre-paid label within ten days.